Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging noisy device. There was no report of medical intervention. There was no report of serious patient harm or injury. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected device and observed the following from an external and internal inspection: high pitch whining from blower motor, pieces of blower motor screw boss broken off and in blower box air path, multiple blower motor screw bosses cracked, both sides of blower box had foam which looked like moisture. Other findings include unknown contamination at the air inlet, in iso (international organization of standardization) port, top of blower motor, blower motor seal and bottom of blower box, black specks in the bottom enclosure (dust-like), potential mineral deposit spots on the top and bottom of blower motor and bottom of blower box indicating potential water ingress. Black contamination consistent with keratin at the air outlet of blower box and black dust-like contamination on the inside of the bottom of the enclosure was found. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints.

Manufacturer narrative:
In previous report, the adverse event information captured incorrect information in box d and box h: all manufacturers& device manufacturers the following correction has been updated in this report. In box d:date returned (rfb)inbox g:date received by mfg. And box h: problem code grid , evaluation results code grid, conclusion code grid has been updated.